Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device did not detect on the communication bus, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was not detected on bus. A field service engineer (fse) powered off the station, opened the back panel, and removed drawer 6. After reseating the cables and reinstalling the drawer, the fse powered on the station and logged into the hardware test application (hta) to test drawer 6. Although the drawer was operational, it failed the full drawer test. The fse then powered off the pyxis station again, removed the drawer, and replaced the retractor band. After reinstalling the drawer and powering the station back on, they logged into hta and confirmed that the drawer passed the test. The test results were saved to the d-drive. A final test in hta showed that the failure icon had disappeared, confirming the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device did not detect on the communication bus, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.